Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have bumped into a couch which damaged display screen. Customer reported that there was blued ink on display screen. Customer's blood glucose was 81 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding on lcd glass. The insulin pump was unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked case at display window corner and cracked reservoir tube lip.